Event description:
It was reported that the subject device does not display the full image an unspecified during procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps-asked to send photos of two different displays. Tac examined the photos, and it seemed that the issue was related to a combination of monitor scan mode. Recommend as aspect ratio of 3:4 and then step through the different scan mode. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields have been updated: h2, h3, h4, h6, and h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be returned to olympus for further evaluation or repair. The root cause could not be identified. However, the investigation suggests that component failure likely led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.